Manufacturer narrative:
Initial reporter first name: initial reporter last name: initial reporter facility name: initial reporter address: (B)(6). Initial reporter city: initial reporter postal code: (B)(6). Initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted damage in multiple locations of the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with a laboratory mini cap attached to the dark blue connector and a leak was observed beneath the mini cap. There was no leak observed with the twist clamp in the closed position. The damage on the sealing area of the female connector is the cause of the leak. The cause of the damage was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.